Event description:
It was reported that the device fractured and remained inside the patient's body. The target lesion was located in the anterior interventricular (distal septal branch). A rotawire drive was selected for use. During the procedure, the rotawire drive was placed in the anterior interventricular (distal septal branch), however, upon removal of the guidewire to replace it with another size, the floppy end of the guidewire broke off. A piece of the guidewire could not be recovered, so it remained in the septal branch. No clinical complaints or electrical signs and no pain from the patient. The patient was under hemodynamic monitoring in the intensive care unit (ICU). Moreover, as per physician's opinion, the location of the piece of guidewire (septal branch) is not at risk of complications.